Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl. Suspected cause was due to having a carb ration that was too high. Customer attempted to self-treat by consuming glucose gummies, however; required assistance from their maid by providing juice. Customer updated the carb ration setting to address the event.